Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage occurred. The 100% stenotic lesion was located in the tortuous and highly calcified mid right coronary artery. The physician predilated the lesion. Then the physician advanced the 3.0x20mm taxus express2 drug eluting stent delivery system to the lesion, but was unable to cross. When the stent delivery system was removed, it was observed that the stent was deformed. There were no patient complications. The procedure was completed with a different device. Patient's status is reported as "good".